Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual test was performed on the space station. All cover caps of the rear panel were present. The area around the mains voltage connector was burnt and soot was present on the mains power supply holder, mains cable and the rear- as well as the front-housing. The connectors inside the power supply were not in the correct position, due to the molten plastic parts inside the power supply. The mains cable also was damaged and the plastic parts of the plug were deformed by heat.. Due to the damage, a functional test of the mainboard and power supply was not performed for safety reasons. The locking mechanisms of the module lock were functioning. After disassembling the rear panel it could be found that there were soot particles inside the device. Except the soot, no further damages could be detected. The complaint could not be confirmed. The fault could be traced back to a liquid damage. It cannot be excluded that liquid flew into the mains connector and caused the heat build-up.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "plug burnt down." According to customer: "the device plug of the device has caught fire and burns have occurred on the device."